Manufacturer narrative:
Company comment: the serious events of abscess, inflammation at implant site and the non-serious event of nodule at implant site were considered expected and possibly related to the treatment. The potential root cause is the injection procedure associated with inadequate aseptic technique. The secondary unexpected event of atrophy was considered non-serious, and unrelated to the restylane eyelight treatment. Alternative etiology include the corrective treatment with triamcinolone. Seriousness criteria include the need for multiple medical and surgical interventions to prevent permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. This is the only medical complaint reported for lot number 19958-2. Additionally a repeated batch record review has been performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment:: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-dec-2022 by a physician which refers to a 32-year-old female patient. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6)2022, the patient received treatment with 0.2 ml of restylane eyelight (lot 19958-2) to bilateral tear troughs (unknown injection technique and needle type) for improvement of tear troughs during a galderma workshop. According to physician who participated at the workshop, per side 2 points were injected with 0.05 ml, so only 0.1 ml per one facial side and 0.2 ml in total volume. Six weeks after treatment, in (B)(6)2022, the patient had experienced sterile abscess (implant site abscess). On (B)(6)2022, the sterile abscess was punctured, sample sent for culture and result was negative. Then, the patient was treated with hylase [hyaluronidase] and augmentin [amoxicillin, clavulanic acid] 1gram two times daily for 7 days. On (B)(6)2022, the hcp had performed an ultrasound-guided lavage treatment of the sterile abscess according to the literature (munhoz-cavallieri lavage protocol, j cosmet dermatol 2022;00:1-7). The abscess area was identified using high frequency ultrasound and then irrigated with intralesional injection of hylase 1500e, 5ml of nacl [nacl], 3 ml of 1% lidocaine [lidocaine], 0.5 ml of 40 mg/ml of kenacort [triamcinolone] and 1.5 ml of nacl. After the first intralesional injection, there was already an improvement. In 2022, the patient had a secondary complication of atrophy of subcutaneous adipose tissue (atrophy) on left medial cheek with treatment of triamcinolone. According to reporter, the atrophy was not a side effect of restylane eyelight and atrophy was not treated yet. On (B)(6)2022, the patient had also experienced two hardened subcutaneous nodes (implant site nodule) at the corner of the eye on both sides. The patient had been treated with 300u of hylase to each side and per oral prednisone [prednisone]. At the time of the report, the inflammation (implant site inflammation) and abscess were better, but atrophy was still there on the skin on the left cheek. According to physician who participated at the workshop, the patient was doing well given the circumstances, but the cosmetic result was bothering her. Outcome at the time of the report: sterile abscess was recovering/resolving. Inflammation was recovering/resolving. Atrophy of subcutaneous adipose tissue was not recovered/not resolved/ongoing. Hardened subcutaneous nodes was unknown. Tracking list: v.0 initial v.1 fu received on 02-jan-2023 and 10-jan-2023 from same reporter. Case upgraded to serious. Events (implant site inflammation and nodules) added. Patient demographics, suspect device implant date, event onset date, outcome, lab test, reporter causality for atrophy, and corrective treatments details were updated. V.2 fu received on 27-jan-2023 and 30-jan-2023 from physician participated at the workshop. Suspect device implant date, volume, lot number and expiry date were updated. 09-feb-2023. Result from repeated batch record review received.

Manufacturer narrative:
Company comment: the serious events of abscess, inflammation at implant site and the non-serious event of nodule at implant site were considered expected and possibly related to the treatment. The potential root cause is the injection procedure associated with inadequate aseptic technique. The secondary unexpected event of atrophy was considered non-serious, and unrelated to the restylane eyelight treatment. Alternative etiology include the corrective treatment with triamcinolone. Seriousness criteria include the need for multiple medical and surgical interventions to prevent permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment:: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-dec-2022 by a physician which refers to a 32-year-old female patient. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with 0.2 ml of restylane eyelight (lot 19958-2) to bilateral tear troughs (unknown injection technique and needle type) for improvement of tear troughs during a galderma workshop organized by galderma ax business unit in switzerland and the goal was to train restylane eyelight injectors/users on the tear through indication. According to physician who participated at the workshop, per side 2 points were injected with 0.05 ml, so only 0.1 ml per one facial side and 0.2 ml in total volume. Six weeks after treatment, on (B)(6) 2022, the patient had experienced sterile abscess (implant site abscess). On (B)(6) 2022, the sterile abscess was punctured, sample sent for culture and result was negative. Then, the patient was treated with hylase [hyaluronidase] and augmentin [amoxicillin, clavulanic acid] 1gram two times daily for 7 days. On (B)(6) 2022, the hcp had performed an ultrasound-guided lavage treatment of the sterile abscess according to the literature (munhoz-cavallieri lavage protocol, j cosmet dermatol 2022;00:1-7). The abscess area was identified using high frequency ultrasound and then irrigated with intralesional injection of hylase 1500e, 5ml of nacl [nacl], 3 ml of 1% lidocaine [lidocaine], 0.5 ml of 40 mg/ml of kenacort [triamcinolone] and 1.5 ml of nacl. After the first intralesional injection, there was already an improvement. In 2022, the patient had a secondary complication of atrophy of subcutaneous adipose tissue (atrophy) on left medial cheek with treatment of triamcinolone. According to reporter, the atrophy was not a side effect of restylane eyelight and atrophy was not treated yet. On (B)(6) 2022, the patient had also experienced two hardened subcutaneous nodes (implant site nodule) at the corner of the eye on both sides. The patient had been treated with 300u of hylase to each side and per oral prednisone [prednisone]. At the time of the report, the nflammation (implant site inflammation) and abscess were better, but atrophy was still there on the skin on the left cheek. According to physician who participated at the workshop, the patient was doing well given the circumstances, but the cosmetic result was bothering her. Outcome at the time of the report: sterile abscess was recovering/resolving. Inflammation was recovering/resolving. Atrophy of subcutaneous adipose tissue was not recovered/not resolved/ongoing. Hardened subcutaneous nodes was unknown. Tracking list: v.0 initial v.1 fu received on 02-jan-2023 and 10-jan-2023 from same reporter. Case upgraded to serious. Events (implant site inflammation and nodules) added. Patient demographics, suspect device implant date, event onset date, outcome, lab test, reporter causality for atrophy, and corrective treatments details were updated. V.2 fu received on (B)(6) 2023 and (B)(6) 2023 from physician participated at the workshop. Suspect device implant date, volume, lot number and expiry date were updated. (B)(6) 2023. Result from repeated batch record review received.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-dec-2022 by a physician which refers to a 32-year-old female patient. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with restylane eyelight to bilateral tear troughs (unknown amount, lot number, injection technique and needle type) for improvement of tear troughs during a galderma workshop. Six weeks after treatment, in (B)(6) 2022, the patient had experienced sterile abscess (implant site abscess). On (B)(6) 2022, the sterile abscess was punctured, sample sent for culture and result was negative. Then, the patient was treated with hylase [hyaluronidase] and augmentin [amoxicillin, clavulanic acid] 1gram two times daily for 7 days. On (B)(6) 2022, the hcp had performed an ultrasound-guided lavage treatment of the sterile abscess according to the literature (munhoz-cavallieri lavage protocol, j cosmet dermatol 2022;00:1-7). The abscess area was identified using high frequency ultrasound and then irrigated with intralesional injection of hylase 1500e, 5ml of nacl [nacl], 3 ml of 1% lidocaine [lidocaine], 0.5 ml of 40 mg/ml of kenacort [triamcinolone] and 1.5 ml of nacl. After the first intralesional injection, there was already an improvement. In 2022, the patient had a secondary complication of atrophy of subcutaneous adipose tissue (atrophy) on left medial cheek with treatment of triamcinolone. According to reporter, the atrophy was not a side effect of restylane eyelight and atrophy was not treated yet. On (B)(6) 2022, the patient had also experienced two hardened subcutaneous nodes (implant site nodule) at the corner of the eye on both sides. The patient had been treated with 300u of hylase to each side and per oral prednisone [prednisone]. At the time of the report, the nflammation (implant site inflammation) and abscess were better, but atrophy was still there on the skin on the left cheek. Outcome at the time of the report: sterile abscess was recovering/resolving. Inflammation was recovering/resolving. Atrophy of subcutaneous adipose tissue was not recovered/not resolved/ongoing. Hardened subcutaneous nodes was unknown. Tracking list: v.0 initial v.1 fu received on 02-jan-2023 and 10-jan-2023 from same reporter. Case upgraded to serious. Events (implant site inflammation and nodules) added. Patient demographics, suspect device implant date, event onset date, outcome, lab test, reporter causality for atrophy, and corrective treatments details were updated.

Manufacturer narrative:
Company comment: the serious events of abscess, inflammation at implant site and the non-serious event of nodule at implant site were considered expected and possibly related to the treatment. The potential root cause is the injection procedure associated with inadequate aseptic technique. The secondary unexpected event of atrophy was considered non-serious, and unrelated to the restylane eyelight treatment. Alternative etiology include the corrective treatment with triamcinolone. Seriousness criteria include the need for multiple medical and surgical interventions to prevent permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment:: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.